Event description:
Customer reporting 3 false positive sars results. Customer states the results were negative by another brand rapid otc kit. Through interview it was found the test the customer was using was expired. Report 2 of 3.

Manufacturer narrative:
Investigation conclusion:.a review of the DHR found that the reported lot expired on 06/13/2023. Root cause: expired product used. Source: phone.

Manufacturer narrative:
Updates made: b3: date of event; updated to (B)(6) 2023 b4; date of report ; updated to today's date g6 ; follow-up 1.